Event description:
6 days postoperatively all 4 innies has loosen from screw head. Innies was fixed by torque limiter. Result of this case was a revision surgery. Details will following.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
(B)(4). The eight single inner set screws (product code: 1797-02-000) were returned to the complaints handling unit (chu). All 8 of the returned set screws show surface abrasion that indicates some degree of tightening was performed on all of these set screws. It has been noted that none of these set screws feature distinct witness marks; grooves formed on the surface of the set screws that are indicative of them being fully and properly tightened down on the rod. While technically present on multiple set screws, they are faint at best. It appears as though an insufficient amount of torque was applied to the set screws while undergoing final tightening. This is indicated by their surface abrasion but lack of distinct witness marks. This may have allowed the set screws to postoperatively back out of their intended location. No other damage or defects are present on any of the returned set screws. The surface abrasion to four of these set screws is significant enough to obscure their lot numbers. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the eight set screws loosening postoperatively cannot be determined from the samples and information provided. A potential root cause may be an insufficient amount of torque applied to the set screws during final tightening. It has been noted that tightener may have slipped and been damaged while tightening the set screws due to not being held flush to the set screws during tightening, resulting in an insufficient amount of torque being transferred to the set screw. It has also been noted that the torque wrench used in this procedure was not able to exert the recommended amount of torque on the set screws during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.